Manufacturer narrative:
A 3500a supplemental will be submitted to the FDA as required if any additional information is provided. Concomitant products used during the procedure: carto 3 system us catalog #: fg540000; serial # (B)(4). Stockert 70 system us catalog # s7001; serial # (B)(4). (B)(4).

Event description:
It was reported that during an access pathways/wpw (wolf-parkinson-white syndrome) procedure, the patient experienced a cardiac tamponade and expired. The patient was being treated for a left sided ap, a transseptal puncture was performed and the left atrium was mapped to localize the ap. After approximately 5 or 6 ablations performed, the patient presented low blood pressure. Ice showed a pericardial effusion. The thoracic surgery team was called and transthoracic echo confirmed the tamponade. Cardiocentesis and thoracotomy was performed without success. Chest compression was given as well and after this the patient expired as a result of the injury. Physician said that this event could be possibly procedure related. The customer stated that the ez catheter had stability issues during rf, thus the rf deliveries were very short. The generator was set to "temperature control" mode and the power setting was at 50 w.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).